Manufacturer narrative:
The user experienced hypoglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported low glucose value of 61 mg/dl treated with oral carbohydrates. The user reported subsequent glucose elevation to 195 mg/dl, which returned to range without additional intervention. Based on available information, no device malfunction has been identified. The event resolved with self-treatment and did not require ems or hospitalization. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 22-mar-2026, the user reported that, on (B)(6) 2026, they experienced hypoglycemia with a bg of 61 mg/dl. The user was able to treat the low bg by oral glucose with assistance from a caregiver. The user was treated at home and did not require ems or hospitalization.